Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found both sensor cannulas were retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that two sensors had missing cannula. Customer was able to insert third sensor. Customer's blood glucose was 3.4 mmol/l. Sensors would be replaced.